Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the right atrial automatic threshold (raat) tests on this right atrial (ra) lead were noted to be suspended. Technical services (ts) was consulted, upon review of the available information suspected loss of capture (loc), low intrinsic amplitude and high capture thresholds were observed. This right atrial (ra) lead remains in service. No adverse patient effects were reported. Additional information was received stating that the patient underwent a procedure to replace the associated pacemaker.

Event description:
It was reported that the right atrial automatic threshold (raat) tests on this right atrial (ra) lead were noted to be suspended. Technical services (ts) was consulted, upon review of the available information suspected loss of capture (loc), low intrinsic amplitude and high capture thresholds were observed. This right atrial (ra) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.